Manufacturer narrative:
Evaluation and investigation of the device showed a distinct and sudden yielding of damping flexion resistance due to defective hydraulics (torn membrane of the expansion reservoir) which caused or contributed to the occurred event. Reassessment of injuries ("hit his head and had to go to the emergency room due to multiple "gashes" on his head. No stitches were needed") does not indicate that any serious injury occurred: is not life-threatening. Did not result in permanent impairment of a body function or permanent damage to a body structure, or did not necessitate medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure (even if considering vulnerability of patient population according to product corresponding risk management file).

Manufacturer narrative:
Device is currently not available for evaluation; supplemental report will be submitted after evaluation of all device components is completed.

Event description:
Incorrect behavior: kenevo completely lost all resistance. (B)(6) patient fell wile walking inside his house. Hit his head and had to go to the emergency room due to multiple "gashes" on his head. No stitches were needed.